Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2208500. Model: sc-2208-50. Serial: (B)(6).

Event description:
It was reported that the patient had inadequate pain relief due to spinal cord stimulation (scs) leads had high impedances. It was also mentioned that the contacts were fractured. The patient underwent a scs replacement procedure and was doing well postoperatively. The explanted devices were kept by the facility.